Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that lead noise was observed during an appropriate episode of auto mode switch. The physician elected to take no action other than to monitor the lead. There have been no further episodes. The patient had no symptoms at the time of the event.